Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
This follow-up report is being submitted to document additional product information that was received. Section d (suspect medical device) has been updated as follows: d4 serial number was updated based on the information received. D4 lot number was updated based on the information received. D4 UDI was updated based on the information received. H4 device manufacture date was updated based on the information received.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the direct surgical approach in a 64-year-old male patient presenting with elective placement, scai shock stage e, with a history of known coronary artery disease (cad) and renal insufficiency. During support, the console displayed a controller error and recommended a controller exchange. The rn obtained a replacement console from the cath lab and performed the exchange, though the impella team was not notified until afterward. Upon subsequent review, the console powered on normally, and the previously displayed controller error was confirmed. The reported events include controller failure, device revision or replacement, and hemodynamic instability. The aic will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated. D6a and d6b should have been left blank on the initial manufacturer device report.

Manufacturer narrative:
Information was received identifying a correction to the user facility. As a result, section e1 was fully updated to reflect the correct facility name, address, and phone number. Additionally, the initial reporter contact information, details were also updated to include title and occupation. Section d1 brand name was corrected accordingly.